Event description:
Adverse event(s): "patient impact is unknown" (no information). Product problem(s): "system message displayed" (device displays error message). The customer reported system messages displayed. Multiple attempts were made for more information on the event and patient status with no response to date. Patient impact is unknown.

Manufacturer narrative:
The customer ordered a footswitch and cable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).